Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, osteolysis, instability, and tibial tray migration and loosening at the cement to implant interface. The surgeon noted slight patella baja. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013 dor: (B)(6) 2016 left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used.